Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump kept vibrating. The customer's blood glucose level was 400 mg/dl at the time of the incident and went down to 100 mg/dl. Customer treated using fill cannula and shots for high readings. Customer's current blood glucose was 79 mg/dl. The customer did not complete troubleshooting as the issue with the insulin pump was resolved. The product will not be returned for analysis.